Manufacturer narrative:
During an internal review on 07-oct-2025, noted a correction to the 3500a follow-up #1 as should have included in h6. Type of investigation ¿analysis of production records (b14)¿. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 29-sep-2025. Materials used endocavitary in the left ventricle were the thermocool smarttouch sf and the optrell, 36 electrodes, d-f. Provided the lot number of 31691526l for the thermocool smarttouch sf. Therefore, added d4. Lot, d4. Expiration date, h4. Device manufacture date and d4. Primary UDI number. A manufacturing record evaluation was performed for the finished device lot number 31691526l and no internal action related to the complaint was found during the review. In addition, originally reported the concomitant product of the optrell catheter; however, additional information provided the product information. Therefore, updated the d10. Concomitant medical products and therapy dates section. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
During an ischemic ventricular tachycardia ablation procedure with a thermocool smarttouch sf catheter, the patient experienced ventricular tachycardia and difficulty communicating with facial paralysis and motor impairment (right arm) confirmed micro-thrombus in the cerebellum with MRI and CT. The event was confirmed to be cerebrovascular accident/stroke. During the ablation phase, during an episode of ventricular tachycardia (approximately 210 bpm), the patient experienced difficulty communicating with facial paralysis and motor impairment (right arm). No incoherent speech. Strong suspicion of stroke. Immediately called the neurologist for advice. Stopped the ablation procedure and urgent transfer for a MRI follow-up. The initial MRI suggests a micro-thrombus in the cerebellum. Embolism confirmed in an artery. CT scan review in progress (suspected intra-ventricular thrombus). The patient was treated for an ablation of ischemic ventricular tachycardia. Biotronik defibrillator holder, and CT scan with contrast performed prior to the procedure. Femoral venous puncture was performed at the beginning of the procedure. Followed by transseptal puncture with a baylis radiofrequency needle. Left ventricular mapping was performed using the optrell catheter. Arrhythmia zones were treated using the thermocool smarttouch sf catheter. The catheter and equipment were previously purged and then irrigated during the procedure according to the manufacturer's recommendations (heparinized ionic solution). No technical malfunctions occurred. The surgery was not delayed due to the reported event. The procedure was successfully completed. Additional information was received on 13-aug-2025 which indicated that this complaint concerns patient complications, and no equipment was involved. Additional information was received on 22-aug-2025. The physician's opinion on the cause of this adverse event was that he immediately thought about a thrombus. The outcome of the adverse event was a small cva. The outcome of the event was fully recovered (no residual effects). The patient did not require extended hospitalization, only a scanner the d-day. Scanner imaging was done to diagnose or rule out a stroke. No evidence of char during the procedure nor evidence of blood thrombus/clot during the procedure. The energy source used when the adverse event occurred was radio frequency (rf). The procedural act was 300-350. There were 3 catheters exchanges performed during the procedure, 1 thermocool smarttouch sf catheter, 1 optrell, and 1 inquiry 4 poles. One transseptal puncture site was performed during the procedure. The number of performed ablations was 23 ablations all rf outside the pulmonary veins. No ablations were performed within the pulmonary veins. The force sensing ablation catheter used average was 23 ablations with force was 12. The force visualization features used was dashboard. No visitag module parameters for stability was used. No additional filter was used with visitag.

Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).